Event description:
During case, operator was unable to get forward flow on scp, the erc was open and rpms were present but no flow. They brought in a second scpc, installed the same circuit and still the same result, no forward flow. They cut out the revolution head and installed a new one and was able to get forward flow.